Event description:
It was reported that the surgeon attempted to fix the poly to the tibial plate multiple times, however, it kept popping out repeatedly as the locking mechanism was not functioning properly. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: (B)(6) - stemmed tibial component precoat size 2 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - j7813383 g2: foreign country: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. Visual examination of the returned product identified found the distal surface to exhibit damage in the form of surface scratches and gouging with the locking feature (dovetail) found to be flared out. Dimensional analysis of the product determined that the product was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.